Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pace impedances of 200 ohms. Under fluoroscopy, the lead appeared to be damaged near the patient's tricuspid valve ring. The damage was also visibly observed when the lead was explanted. The lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a cut in the lead. The damage was approximately 465-500 mm from the terminal pin. The location of the abrasion would be within the heart while implanted which suggests this type of damage is consistent with repeated stress over time. The reported observations of low impedance measurements was likely the result of the lead damage observed by the laboratory.